Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 36e trial liner.an evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during primary surgery when pulling out the 36e trial liner it broke. It did not cause any delay in surgery.